Event description:
It was reported that the pump and system controller were reported to be working correctly post modular cable exchange.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported events of a damaged outer layer, damaged o-ring, and debris in the connector of the modular cable was confirmed via the submitted pictures. The mod cable, lot 204912, was not returned for analysis. During the cleaning, the yellow o-ring fell off the connector. The coordinator educated the patient on the importance of monitoring the connection and making sure it is in the lock position. The provided pictures confirmed a bunched and discolored polyurethane outer jacket, debris by the inline connector, a damaged yellow o-ring, and a discolored inline connector strain relief. There were no adverse events related to the damage and no underlying damage to the wires could be seen. A root cause for the reported events cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The heartmate 3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-03136. It was reported that the patient's modular cable was damaged. The modular cable was attempted to be exchanged, but the sheath would not turn. After significant cleaning of the connection and removal of debris, the sheath rotated to the unlock position and the modular cable was exchanged. As more debris was cleaned out from the threads of the driveline, the yellow line of the driveline fell off. The patient was educated on the importance of monitoring the connection and making sure it is in the lock position.